Manufacturer narrative:
Date of initial report corrected to the date of this report.

Event description:
The patient reported that their unit was turned on and the manufacturer representative (rep) attempted to program but had difficulties getting stimulation on their lower back, sacrum, which is where they had the most pain. It was mentioned that whenever the rep would get close to the pain areas they would feel too much stimulation and their muscles would contract and twitch. They were told that their tendons might swell and that they would attempt to program unit again another date. Other relevant medical history includes spinal pain and chronic low back pain. Additional information received from the manufacturer representative reported that the patient had muscle spasms during programming when the array was near the bottom of her right lead and impedances were normal for all electrodes at .7v and 1.5v. The representative attempted to program around the issue by avoiding the area and the patient had better relief in the sacrum, but noted that increasing the amplitude caused intolerable stimulation in her legs and cramping in her mid-back even with a high density program. The cause of the programming difficulties was unknown. The representative stated that the too much stimulation and muscle twitching had not been resolved and the leads were going to be revised on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.